Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto the patient side cart fixture test platform, where automatic gain control (agc) current was found to be failing on the 0x2 axis. Once testing was completed, the pitch searchlight flat flex cable (ffc) was tested and verified to be the source of the fault. The probable root cause may be attributed to the pitch searchlight ffc component in the usm.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was prepping the system for a case, and universal surgical manipulator (usm) 2 kept faulting. The customer tried rebooting the system, and the issue would return upon startup. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform a hard power cycle, but no improvement. The customer would see if they could work with 3 arms. Tse reviewed logs and confirmed the error 32056 in the encoder in the axes controller arm (aca) of the usm. The procedure outcome was unknown with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon disabled the use of arm 2 due to the error. The procedure was completed robotically with 3 arms, after arm 2 had errors. The procedure was not converted to a backup patient side cart to complete the procedure.